Event description:
A surgeon reported two patients that presented with visually significant anterior membranes following intraocular lens (iol) implant surgeries. Both patients were bilaterally implanted. One day following initial surgery, the patient's visual acuities (va) were 20/30 distance and near. The surgeon switched the patient to a corticosteroid and a nonsteroidal anti-inflammatory medication "in case this is related to inflammation." At the patient's one month post operative visit, the patient's va was 20/40 and the surgeon noted a dense anterior membrane on the iol. Additional information was received from the surgeon, who indicated that the patient was treated with increased steroid medications and an anti-inflammatory medication. The surgeon is considering a yag laser procedure. There are four medical device reports associated with this event. This report is for the first patient, left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. File information indicated the use of an approved cartridge and viscoelastic. The product history records for the associated cartridge could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).